Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra meter would not power on. The complaint was classified, based on the customer service rep (csr) documentation. The pt reported that the alleged power issue began 3 months prior to contacting lfs. The csr captured that the pt manages her diabetes with oral medications (metformin and glyburide). Despite not being able to test with the subject meter as a result of the alleged power issue, the pt claimed she continued to take her oral medications as usual. On four different occasions (twice last month and twice this month), the pt claimed she developed symptoms of feeling lightheaded, clammy, confused, and faint. The pt denied testing on any other device at the onset of symptoms; however, reported treating herself with food and/or drink. The pt stated she felt better after treating herself. At the time of troubleshooting, the csr noted that the pt replaced the subject meter's battery; however, the alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.